Manufacturer narrative:
Timing link. Parts have been ordered and the repair will be completed once the parts are received.

Event description:
It was reported by service report that the left siderail was not locking in the upright position. No pt involvement or adverse consequences are reported.